Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose results were 32 and 108mg/dl. Tests were done within 20 mins with a difference of 67 mg/dl. Pt did not experience any adverse events. No further info has been reported.